Event description:
It was observed during the device evaluation that, due to clogging of the suction tube in the universal cord, the subject device exhibited foreign objects coming out of the suction port. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the event could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.